Event description:
Tech's were moving the pt from bed to a stretcher, as pt was being pulled to the stretcher - the opposite side of the bed started to flip. The pt was caught before she hit the floor.